Manufacturer narrative:
Additional narrative: the previous report stated the device was returned and evaluated. However, the device was not returned for evaluation. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) surgical procedure of the proximal right humerus, it was observed that the torque limiting attachment device was not working properly. According to the report, the surgeon was able to complete the procedure with the device, however observed that the device was not working properly. There were no delays to the surgical procedure. The surgeon was able to successfully complete the surgery with the actual device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.